Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: needle is not auto retracting when activated. Providers are having to deviate from normal practice to get the device to disengage and retract. Injuries or adverse event: no.

Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 800 sealed 20g x 1.0 inch insyte autoguard bc units from lot #4222721. A sampling of 100 units were randomly selected for investigation. A functional test revealed that the retraction time of some needles exceeded the 1.5 second specification. Your reported issue was confirmed as a slow retraction. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive gel in the space between the flash chamber and the grip. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.